Event description:
Reportable based on analysis completed on 30-nov-2011. It was reported that during a stenting treatment procedure a balloon inflation failure occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous left circumflex artery. Two non bsc stents were implanted and the 3.0 x 15mm quantum maverick mr balloon catheter was advanced to the lesion. The device "got stuck at the edge of the stent," but the physician was able to cross, though the balloon failed to inflate. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is okay. However, device analysis revealed a balloon tear occurred.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the balloon was tightly folded and the tip was flared. The catheter was prepared according to the directions for use (dfu). When positive pressure was applied with an inflation device filled with water/glycerol solution, water emitted from a longitudinal tear in the balloon located near the proximal end of the distal markerband. Inspection of the balloon presented no irregularities in the balloon material that could have contributed to the damage. The reported balloon inflation failure was confirmed; however, there was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).